Manufacturer narrative:
.

Event description:
The hcp reported a volume discrepancy with the pt's pump. At the last refill visit, the expected residual volume was 3 mls, the actual residual volume was 16 mls. The pt experienced return of unspecified symptoms. Unspecified withdrawal symptoms, and increased pain. A two studies were performed and nothing was found to be an issue. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.